Event description:
A phone call was rec'd from an investigation at the county medical examiner's office notifying about the death of the customer. It was stated that pt was found at home dead for at least twenty-four hours. The device was attached to them and it was alarming when the body was picked up by the medical examiner's office, date of death was given as 2002. The pump reservoir was empty, the screen was blank, and the pump was beeping at the time of discovery. It was relayed that an autopsy was conducted but the cause of death was not disclosed as the autopsy results were still pending.